Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer and her mother reported via phone call that her blood glucose was 455 mg/dl and she gave a shot. Customer changed the set again and she has not had any insulin. Customer missed her basal at 12 am and 3 am. Customer gave a bolus at 2:30 am. Customer declined troubleshooting for her high blood glucose. Customer stated that she knows that it is not the insulin pump. Customer's mother was advised that if she feels that the pump or set it not working, that she should revert to a back-up plan and call to troubleshoot. Customer's blood glucose is 422 mg/dl.